Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 912076, juggerknot 1.0mm mini 2-0 needles, lot # 015580. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04542.

Event description:
It was reported that a patient underwent a repair of the collateral ligament of a finger. Subsequently, after implanting the anchor and tensioning it, the anchor pulled out. Another device was opened and the same instance occurred. The surgery was completed successfully using a different, competitor product. No further patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of pictures. The photos show the anchor subassembly but not the juggerknot inserter. The anchors are frayed and damaged and have evidence of use. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.